Manufacturer narrative:
Post market safety reviewed this case reporting the device battery swelling, in addition to the device not charging fully. There is no evidence of thermal runaway and the device remains functional. No patient harm was reported. The customer received a replacement device. No product will be returned for further investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) "battery was swollen to twice the size". Additionally the pdm is not charging.